Manufacturer narrative:
The device in question is in a set that is owned by the hospital. Age of the set is not currently known. Device has been returned and examined visually. The measuring tip of the depth gage has a curved wire on the end. If it was under tension, the expectation would be that the wire would straighten and the gage would slip out of the bone without breaking. The way that it is broken suggests some type of force was applied. The tip of depth gage could become damaged if tip is impacted or is used improperly. Review of database for last year does not show a similar event. Osteomed will continue to monitor.

Event description:
Pt underwent surgery for a lateral transfixation osteotomy with screws. While using the depth gage, a portion of the instrument broke off. The surgeon left it in the pt. Surgeon was informed that the depth gage was not designed to be a permanent implant. The following day the surgeon removed the portion. Pt is doing fine.